Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch wasn't working" (no device output). A customer reported the footswitch would not function upon start up. The footswitch was switched out and the procedure was completed. No patient impact reported.

Manufacturer narrative:
The customer called in to technical services and placed an order for a replacement foot pedal and a cable. The reported footswitch has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).